Event description:
Customer reported a motor error alarm during a bolus. Customer also reported that the blood glucose had been running high and that she had difficulty bringing it down. The blood glucose reading was 352 mg/dl. Customer treated with manual injection. Customer stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.